Event description:
A nurse reported, the sleeve of a minicap transfer set was too tight to open and close. This was found just after the set was changed. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a twist clamp that was hard to turn was confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause remains undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.